Event description:
It was reported the pt had an onset of infection with symptoms of redness and drainage from the abdominal pump incision site in 1999. The incision began oozing after the stitches were removed and took 6 weeks for the incision to heal, 9 months later, the incision began to ooze again. The device was explanted.